Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Non conformances were identified during the mre and that the issue will be handled through mentor's quality system. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent a breast augmentation primary with a mentor smooth round moderate profile, 375cc saline breast implant, experienced left-sided deflation post procedure. The issue was diagnosed through phone call to the doctor. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.